Event description:
It was reported that during a routine follow up, the left ventricular lead exhibited unacceptable thresholds. A chest x-ray revealed the lead had dislodged. On (B)(6) the physician elected to explant and replace the lead. The patient was in good condition prior, during and after the procedure.